Event description:
The basket of this urological stone retrieval basket detached. To date, no further details regarding the circumstances surrounding this event are available. This device is routinely used for therapeutic stone retrieval.